Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted reducing mr to grade 1. Two days later, it was reported that one of the clips had completely detached from both leaflets and had embolized to the upper pulmonary vein. It was noted that mr had worsened. Surgery was performed to remove the clip and an artificial mitral valve was implanted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints. All information was investigated and based on the information provided, a cause for the reported expulsion (clip detaching from both the leaflets) cannot be determined. Embolism/embolus and mitral valve insufficiency/regurgitation were related to the clip completely detaching from both the leaflets (expulsion). The reported patient effects of embolism and mitral regurgitation are known possible complications associated with mitraclip procedures. Surgical intervention, hospitalization and removal of foreign body were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted reducing mr to grade 1. Two days later, it was reported that one of the clips had completely detached from both leaflets and had embolized to the upper pulmonary vein. It was noted that mr had worsened. Surgery was performed to remove the clip and an artificial mitral valve was implanted.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.